Event description:
It was reported that ventricular lead had undefined impedance and a rise in threshold. Under fluoroscopy, the lead looked "ok" and no fracture was found. A few days later, the lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that ventricular lead had undefined impedance and a rise in threshold. Under fluoroscopy, the lead looked "ok" and no fracture was found. A few days later, the lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lead serial number, the manufacturing data cannot be determined. (B)(4).

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and high ventricular impedance/resistance was noted. High (out of range) impedance on ventricular lead occurred on (B)(6) 2012.